Event description:
The device was used during an unspecified procedure on the colon. Reportedly, the instrument partially fired. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.